Manufacturer narrative:
(B)(4).

Event description:
The patient reported never having therapeutic effect since implant. Retention was still a problem and they were having problems sleeping at night. The patient was on group 2 at 1.1. At the end of the call, the patient was on group 1 at 2.0 and was going to try that for a few days. Additional information received on 2016-feb-15 from the patient reported that she was unsure what exactly the issue was. ¿something about it not being placed right, not quite connected and something was wrong with the connections or contacts.¿ no trauma or falls were related. It had always been that way and never worked from the beginning. A revision occurred. The patient recovered completely. It had never worked to relieve symptoms. The implantable neurostimulator (ins) was replaced. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.